Manufacturer narrative:
During investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. Upon investigation, the monitor was unable to power on. The failure was isolated to contamination on ca board component j502. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon evaluation of the electrode belt, the trunk connector knit lines were cracked and unable to connect to monitor connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor or electrode belt. Electrode belt manufacturing date: 12/29/2015. Monitor maufacturing date: 11/4/2015.

Event description:
During investigation of a monitor for an unrelated issue, a reportable malfunction was found. The monitor would not power on. Additionally, an electrode belt connector was damaged.